Event description:
The manufacturer received information regarding a patient using a ds2adv auto CPAP device who had been hospitalized and was being transferred to a rehabilitation facility following a stroke. The patient¿s wife contacted the manufacturer inquiring about supplies for the CPAP device, expressing that she was overwhelmed and unsure of where to obtain them. She was subsequently directed to the appropriate dme provider by a respiratory therapist. There was no allegation or indication that the device caused or contributed to the stroke. The device has not been returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information regarding a patient using a ds2adv auto CPAP device who had been hospitalized and was being transferred to a rehabilitation facility following a stroke. Reassessment of the complaint record was performed by a pms clinical expert and further evaluation of the reported information found that the patient presented status-post stroke (pre-existing condition). The reporter was inquiring regarding device supplies in preparation for transfer of the patient to a rehabilitation facility. No allegation of harm, nor device cause and/or contribution to the patient pre-existing condition was lodged. As such, no harm, injury, or serious injury was alleged to have occurred in relation to the device or its use. This event is not reportable.